Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device that the device reflected heat with a reading of 123 degrees fahrenheit which was greater than manufacturers' specification ((B)(4)). It was further observed that the bearings were worn out and it showed corrosion. It was determined that the worn out bearings was consistent with the creation of heat from normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.